Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: fall, deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old mixed-race female patient who underwent a primary breast augmentation with 375cc textured mentor siltex round moderate profile saline breast implant experienced right-sided implant deflation postoperatively. The patient suffered a fall, and deflation was noticed shortly after. As a result, the patient underwent explantation on (B)(6) 2021.